Event description:
Pt was admitted on 1/10/95 for blepharoplasty for the treatment of dermatochalasis. During procedure, pt complained of face feeling hot and staff noticed smoke coming from area of drape around pt's face. Burning drape was quickly removed and the fire extinguished. Wet sterile 4x4 sponges were applied to pt's face and the surgical procedure completed while a plastic surgeon and an otolaryngologist were called to examine extent of injuries. The plastic surgeon diagnosed burns to be superficial second degree burns involving area of the pt's face below the eyes to the chin and left ear. The otolaryngologist assessed the burns to the nasal passages and upper respiratory tract, and found no evidence of respiratory tract injury.